Manufacturer narrative:
The date the patient expired is unknown as this information has not been provided. On (B)(6) 2016, kci territory manager reported that he advised to increase the pressure setting first as they were reportedly not filling the 300ml canisters and experiencing blockage alarms. The kci territory manager further stated he spoke to a nurse and she stated there was a lot of exudate but it was not filling canister so she was concerned about possible maceration. After the kci territory manager inquired if there was any reason why the pressure should not be raised i.e. Un-explored fistulas, patient being treated with any anti-coagulant type medications etc. Or anything that could affect the patient's well being, it was decided that the main risk was due to the buildup of exudates and risk of maceration. In this case, it was suggested they should try to increase pressure [as indicated in labeling; see below] and then if that doesn't work then they can call back for another solution. Before commencing the increase in pressure, the kci territory manager did specify that this should only be done if the patient could tolerate the pain, if there was pain present, but also if there was any underlying issues that would mean we could not increase the pressure. The kci territory manager advised the customer to try this technique to see if it improved the situation for the patient, but if it did not then they should phone back to allow us to troubleshoot further or try a different avenue. I did not receive any further communication with the customer or from the nursing home. Based on information provided, it cannot be determined that the alleged patient expiring is related to v.a.c.® therapy. The cause of death was reportedly septicemia. There is no contraindication related to the use of v.a.c.® therapy on high exudating wounds. V.a.c.® therapy clinical guidelines setting recommendations are provided to "help the clinician select therapy ranges according to the wound type and treating physician's orders. Selected ranges are a guide, based on common settings for each wound type. Individual patient conditions may vary. Consult treating physician to verify settings for each patient." Device labeling from v.a.c.® therapy clinical guidelines, available online and in print, states: clinical considerations: for wounds with large amounts of exudate, consider increasing target pressures by 25-75 mmhg until the drainage amount tapers off. This will ensure adequate fluid removal and maintain integrity of the v.a.c.® dressing seal. V.a.c.® therapy may be used after debridement to help remove infectious material and assist granulation tissue formation. V.a.c.® therapy should not be initiated on a wound with osteomyelitis until the wound has been thoroughly debrided of all necrotic, non-viable tissue, including infected bone (if necessary) and appropriate antibiotic therapy has been initiated. Deterioration of wound: examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Contraindications: necrotic tissue wil eschar present. Note: after debridement of necrotic tissue and complete removal of eschar. V.a.c.® therapy may be used. Changes in wound color: the exudate volume should experience a gradual decrease as the extracellular debris is brought to equilibrium. Persistent large volumes of exudate may signal infection or other complications and should be evaluated by the prescribing physician. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. International unit- device not returned.

Event description:
On (B)(6) 2016, a nurse investigating an event at (B)(6) contacted kci to report that the care home reported that a kci representative, allegedly gave direction to use a setting of 200mmhg not 125mmhg which allegedly contributed to the death of the patient. On (B)(6) 2016, kci regional sales manager spoke to the investigating nurse who reported the patient died of septicemia and an inquiry was initiated to see if the patient's death was linked to the breakdown of the patient's sacral pressure ulcer wound that was potentially caused by trauma to the wound due to the v.a.c. Therapy setting increase to 200mmhg. The investigating nurse stated that the guidelines do not recommend using a 200mmhg pressure setting. On (B)(6) 2016, the following information was provided to kci by the nurse: the patient was admitted to the hospital from the nursing home as short term placement to allow for nursing care to support wound healing. Photographs from the community show the wound had deteriorated with a new area of pressure damage. The patient was admitted with category 4 sacral sore with coccyx exposed and wound dimensions of 20cm x 16cm x 3.5cm. There was bone exposed at bottom of wound on left ischial tuberosity. There was allegedly evidence of trauma from v.a.c. Therapy settings of 200mmhg upon admission. There was undermining in the wound measuring 3cm at 11 o'clock position and 3cm at 2 o'clock position which was heavily exudating. There was also an area of allegedly ungradable damage to the right ischial tuberosity measuring 6cm x 5cm. The area was 100% non-viable tissue with pooling of creamy fluid, requiring sharp debridement. The right ischial tuberosity wound was allegedly inappropriately dressed with both aquacel and v.a.c. Therapy. Due to the non- viable tissue observed, the right ischial tuberosity wound should not have been included in the v.a.c. Therapy. Following sharp debridement the area to the sacrum and the right ischial tuberosity wounds were found to track and join underneath the skin. No additional information is available. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was tested post patient placement per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Review of the event logs show that the unit pressure settings were manually changed from 125 mmhg to 150mmhg, 175mmhg, and 200 mmhg on (B)(6) 2016.

Manufacturer narrative:
Corrections to original MDR sent on aug 05 2016: type of reportable event was marked "serious injury." Should be marked "death." Based on this correction, kci's assessment remains the same: it cannot be determined that the alleged patient expiring is related to v.a.c.® therapy.